Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon which the endoscopic image flickered was duplicated due to the failure of electrical circuit board, however the reported phenomenon which the endoscopic image was not displayed was not duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of otolaryngology examination, the endoscopic image flickered and was not displayed when shaking the connector. The user replaced the subject device to another device and completed the procedure. The patient was not under anesthesia and the procedure was not delayed more than 15 minutes. There was no report of patient injury associated with the event.